Manufacturer narrative:
The technician isolated the issues to the trend switches. He replaced the low and high trend limit switches to repair the bed.

Event description:
Information received indicates the trendelenburg controls are not working on the bed.